Event description:
It was reported that a patient experienced "pussing and possible infection", and the sutures had to be removed. The surgeon opines that the event was caused by the suture not dissolving.

Manufacturer narrative:
Infection. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.